Event description:
It was reported by the affiliate that the (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that jaws would not open (could retrieve from the tissue with the instrument). The case was completed with a new instrument. There was no consequence to the pt.